Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the cartridge disengaged from the pump after the customer loaded the cartridge onto the pump. Pump logs were reviewed by tandem technical support and found the customer received a cartridge alarm 25 (removed cartridge alarm). There was no reported impact to customer's blood glucose level.